Event description:
Information received from the field notes that during the implant procedure, the device exhibited no output. The patient was pacemaker dependent and did not have an under- lying rhythm.